Event description:
It was reported that the patient received a durom hip generic on the right hip on (B)(6) 2006 and underwent a revision surgery on an unknown date due to pain. Only (B)(6) 2006 was reported there we assume that it was the first day of the month.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).